Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels while exercising while exercise mode was turned on. No additional information was provided. Multiple attempts were made to follow up with the customer, however, a response was no received.